Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with lead noise via melin.net transmission. No other lead anomalies were noted. X-ray did not reveal any visual insulations or anomalies. The lead was later extracted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.